Event description:
It was reported that this right ventricular (rv) lead exhibited a sudden spike to high out-of-range pace impedance measurements greater than 3,000 ohms. In addition, a recent ventricular episode revealed noise with oversensing. As a result, tachy mode was programmed to monitor only. The cardiac resynchronization therapy defibrillator (crt-d) system remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).